Manufacturer narrative:
Health effect impact code: (B)(4). Component code: (B)(4). Was this device serviced by a third party? No. Patient identifier: multiple: (B)(4) abbott field service inspected the analyzer instrument files and analyzer and determined the cuvette holder, c16 was the cause of the issue. Service cleaned and removed debris from the cuvette to resolve the issue. A review of the service history for the analyzer identified no additional contributing factors and no subsequent issues have been reported. A review trending data for the cuvette holder, c16 identified no trends. A review of device history records for the part did not identify any nonconformance's or potential nonconformance's. Review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The customer obtained falsely depressed sodium results while using the architect c16000 analyzer. The following initial and repeat results were provided: sample ID (B)(6): 107.32, 141.44, 140.23 and 141.04 mmol/l sample ID (B)(6): 111.30 and 141.62 mmol/l sample ID (B)(6): 108.34 and 138.23 mmol/l no impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.